Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips reporting that there is a problem with a sg cable error. There was no reported adverse patient impact.